Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia which did not require treatment. Troubleshooting was not performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. The event involved product(s) mmt-7040b, unomedical, unk_ngp. No further patient complications were reported. No product return will be required for mmt-7040b. No product return will be required for unomedical. No product return will be required for unk_ngp.

Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in b5, d1, d2 with this report. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information indicated that the customer experienced hypoglycemia with the bg value of 40 mg/dl. The product is changed from unknown_ngp to reservoir and it is a not reportable scenario as per reportability tool document (B)(4) which is aligned to the decision tree of work instruction (B)(6) medical device reporting decision and regulatory reporting - (B)(6), appendix a.